Manufacturer narrative:
Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a user report from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had been experiencing multiple problems with their neurostimulators since (B)(6) 2018. The patient had been a spinal cord neurostimulator user since 2003 but never experienced such a situation. There was an implantation of a defective device in (B)(6) 2018.  It was reported that the ins reached its end of life and was replaced on (B)(6) 2018.  The patient noted a neurostimulator known to be defective but implanted and replaced after six months.  It was believed that the patient was referring to this same neurostimulator due to the similar implant duration.